Manufacturer narrative:
A manufacturing representative went to the site and performed a system checkout. They were no table to replicate the issue and there were no failures found with the device. The system passed the checkout. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient weight not available from the site. The device was not returned, so no analysis was conducted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. The issue occurred intraoperatively during the navigate task and delayed the surgery by 5 minutes. It was reported that the site took their first spin, navigated everything okay, and then navigation stopped on the screen. They were still able to move backwards and forwards in the software, but the navigation would not continue. The site rebooted the system and the navigation was restored. The surgery was completed and there was no impact on patient outcome.